Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an insulin flow blocked alarm due to occlusion event on (B)(6) 2026. Due to occlusion issue, patient experienced elevated blood glucose level was high and was treated with correction injection via multiple daily injections (mdi). The blockage was located in the tubing. No further information available.